Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had been having random alarms while on wall power at night for the past few months. The mobile power unit (mpu) had still been powering the ventricular assist device (vad), and no alarms were showing. The patient was instructed to change the mpu batteries, and the patients spouse verbalized that all connections were secure. The mpu was replaced and was to be returned. Log files were sent for review. The event log file captured mainly routine events. On 26sep2024 at 1931 some low voltage hazard events were seen while using the mpu. It appeared that the mpu lost total power enabling the backup battery in the controller until power was restored to the mpu. The event lasted approximately 3 seconds with no interruption to pump support. No other unusual events were noted in the log file. The mpu was to be returned for evaluation as this has been reported as an ongoing issue.

Manufacturer narrative:
Section d6a: this field was inadvertently populated in the initial report; the device is not implanted. Section g4: PMA # corrected. Sections h5 and h8: corrected for reusable medical device. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of an alarm while connected to the mobile power unit could be confirmed via the provided log file. Data on the reported event date of 26sep2024 was reviewed. The controller event log file captured low power hazard alarm event on 26sep2024 at 19:31:20. The alarm activated due to a power loss from the mobile power unit. The system reverted to the internal 11v backup battery for power and was unaffected by the power loss to both power cables. Power was restored from the mpu at 19:31:23 and the alarm cleared. Attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Mobile power unit (serial # (B)(6) was not received for evaluation. A root cause of the low power hazard captured in the log file could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Low power alarm: 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.